Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 3184557/7070349.

Event description:
It was reported that the patient was experiencing nausea due to the device. It was noted that the patent had a known stomach issues. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted device components will not be returned per facility policy.